Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that the patient felt uncomfortable and experienced syncope as the implantable pulse generators (ipg) was at end of life (eol). The impedance on the device had increased since the last follow-up and suddenly the ipg was at eol. The physician wanted to know the behavior of the battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.